Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to the faulty front panel unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The phenomenon was discovered at the olympus facility, not as reported by the customer.

Event description:
The customer reported the visera pro xenon light source front panel flashes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of front panel flashing was confirmed. In addition, the front panel was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.